Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: there were no errors, alarms or warnings (eaw) that occurred during the investigation. A review of the black box revealed one ¿cs162¿ loss of prime warning on 01/01/2015. There was no battery cap or cartridge cap returned. A test battery cap and cartridge cap were used to complete the investigation. During evaluation, a ¿cs162¿ loss of prime warning was simulated during the investigation; the pump emitted the correct audible and visible loss of prime warning alert. The reported ¿prime issue¿ complaint was unable to be duplicated and the product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The patient reportedly was unable to the prime the pump during the load step and there were no ¿no prime¿ alarms emitted by the pump. The patients¿ blood glucose (bg) reportedly went high during the day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no bg measurements or symptoms reported. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.